Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had been undergoing routine remote follow up of the implantable cardioverter defibrillator (ICD) every three months. Device check showed a battery voltage below the elective replacement indicator (eri) for this device. No alert was triggered that the device battery voltage was eri and it was followed up again in three months. The next remote device check showed a battery voltage just below eri but the device had still not triggered eri. The device was scheduled for replacement. No patient complications have been reported as a result of this event.